Event description:
It was reported that multiple intermittent occlusions alarms occurred. Customer changed pump supplies to address occlusion; pump therapy was resumed. Customer's blood glucose was 277 mg/dl.